Event description:
According to the customer on (B)(6) 2022 the customer used a bandage to cover a dog scratch. Per the customer her right hand became, 'inflamed, bright red, and began to peel'. According to the customer she went to see her primary care physician who prescribed mupirocin 2% for the inflammation, and per the customer the area is healing.

Manufacturer narrative:
According to the customer on (B)(6) 2022 the customer used a bandage to cover a dog scratch. Per the customer her right hand became, 'inflamed, bright red, and began to peel'. According to the customer she went to see her primary care physician who prescribed mupirocin 2% for the inflammation, and per the customer the area is healing. No additional information is available at this time. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.